Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: after firing, the surgeon retrieve the return knob, but staples of proximal part of the jaw wouldn't remove from the jaws. Tissue was resected to remove. New device was used to complete the case. Operating time extended: more than 30 minutes. Additional tissue resection: yes. Tissue damage: yes.

Manufacturer narrative:
(B)(4).